Event description:
Associates from our another country affiliate attended a cornea conference in another country on february 9, 2007. Doctors from a univeristy hospital did a presentation entitled diagnosis and evaluation of acanthamoeba keratitis detected by confocal biomicroscopy diagnosis. They presented information about a patient who wore acuvue2 contact lenses on a daily wear schedule and the patient reportedly developed acanthamoeba keratits. The patient reportedly experienced pain in the right eye for about one month and consulted a neighborhood clinic. The patient was diagnosed with bacterial keratitis in the right eye and was treated with gatifloxacin hydrate, cefmenoxime hydrochloride, and 0.1% fluorometholone. Reportedly, symptoms did not improve and the patient was transferred to university hospital. The diagnosis was "diffuse corneal infiltrate and corneal infiltrate appearing in a radial pattern were observed at the center of the right cornea." Corrected visual acuity in the right eye was 20/33. Acanthamoeba cysts were identified on heildelberg retina tomography ii (hrt ii) and acanthamoeba was identified by both corneal swab culture test and cultivation test of the cl solution. After corneal epithelium scraping was performed, 0.1% micafangin was applied in the eye every 30 minutes. One week after the start of medical treatment, symptomatic improvement was observed in the right cornea. Two weeks afte the start of medical treatment, sufficient improvement was not seen in the cornea, therefore, 0.02%-chlorhexidine was applied every 30 minutes as an additional treatment. Three weeks after the start of treatment, the doctor observed that the infection focus was decreasing. Five weeks after the start of treatment, acanthamoeba was not detected in the cornea. Seven weeks later, which is the most recent information, reoccurrence of acanthamoeba keratitis have not been observed and the acanthamoeba keratitis is considered resolved. The patient's most recent best corrected visual acuity is 20/20. No additional information is expected.

Manufacturer narrative:
Device labeling single use or reuse.